Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. Evaluation: unit received with the shock cushion worn from routine use. The 6-inch transitional had worn teeth and needed to be replaced. The ¼ inch pin was worn. The adjustment wrench had worn threads. The reported complaint was confirmed via inspection of the unit. Unit received in need of general maintenance, cleaning, and required replacement of worn components. Unit is beyond integra's 7 years recommended life cycle.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00197. A facility reported that the mayfield ultra base unit (a2101) was not locking properly. There was no patient injury and delay in surgery is unknown.